Manufacturer narrative:
(B)(4).the device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported issue of sparks from back of the machine was not confirmed in the device logs or duplicated during the evaluation performed by the pal (product analysis lab). The cause was undetermined. The device's service history record was reviewed and no issues were identified that may have contributed to the reported incident. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center and reported sparks coming from the back of the homechoice (hc) machine. The hp stated that sparks came flying out of the hc and now the hc does not respond to any button presses and the display is off. The technical service representative (tsr) will swap the device. Product surveillance contacted the nurse on (B)(6) 2011. The nurse was aware of this event and stated that the patient had his cycler replaced. There was no further information regarding this event, however, there was no patient injury or medical intervention associated with this event.